Event description:
It was reported that the pt experienced increased spasticity and lack of efficacy despite several dose increases up to 200 mcg/day. A catheter dye study was unsuccessful so the pt was taken to the operating room where it was found that the catheter was sheared. The patient's catheter was replaced. Following replacement, the hcp did not want to change the drug concentration, but the patient's dose was decreased to the lowest possible dose with the 2000 mcg/ml concentration (96 mcg/day). The patient was observed overnight and complained of some increased flaccid leg symptoms. The hcp performed a drug removal and replacement procedure to decrease the concentration, and the dose was decreased to 41 mcg/day. The pt was discharged home and recovered without sequela.